Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the severely calcified circumflex artery (cx). The vessel was predilated with a 2.50 x 16 mm maverick balloon and a 2.50 x 16 mm taxus express2 drug eluting stent was delpoyed. After the balloon was completely deflated, difficulties removing the stent delivery system were encountered. The balloon was reinflated twice to 9 atms, once to 12 atms and once to 14 atms, with full deflation after each inflation, but again the balloon was unable to be removed from the stent. The physician then moved the guide catheter down the cx to the stent and the balloon was released from the stent. The balloon was reomved intact and the stent remained in good position and well apposed. No patient complications were reported. The patient's status was reported as 'satisfactory/good'.